Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital. Upon review, it was revealed that the right ventricular lead exhibited high, out of range pacing impedance. Programming changes were made. The patient was stable post procedure.